Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the indeflator could not inflate an unspecified balloon dilatation catheter when an attempt to inflate it once at 12 atmospheres was made. The procedure was successfully completed with a new unspecified abbott inflation device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.